Manufacturer narrative:
Continued h.6. Health effect - impact code: f2303 medication required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient representative reported right side "rashes" and capsular contracture baker grade IV. Also reported were the non device events of "fatigue, exhaustion", "headaches", "depressive stress disorder", and "difficulty concentrating, sweating, anxiety". The device has been explanted and replaced.